Event description:
Revision surgery - the pt developed a hematoma and when the doctor went in to clean it out he noticed the cup was loose. He then put in an antibiotic spacer temporarily until the infection was cleared.